Event description:
In a literature report, the authors evaluated the long term results (1-4 years after surgery) of bilateral symmetric and asymmetric implantation of an intraocular lens (iol) for comparison with another lens model. Pt were divided into three groups. The first group included 20 pts with symmetric implantation of the iol. The second group included 19 pts with symmetric implantation of a different model. The third group included 22 pts with both the iol and another lens model. During the visual acuity testing, the predicted refraction (emmetropia) was detected by using objective and subjective methods from the first group of iol's in 91.9% of cases. The deviation from the estimated refraction was insignificant in 8.1% of the participants in the first group. There was no more than 1.00 diopter of correction required. Binocular vision was achieved in all cases. The clinical condition in the late postoperative period of all pts was characterized as quiet. The cornea was clear; no inflammation or degenerative signs were observed in all participants. The anterior chamber had a uniform depth. Pupil was located at central position with normal reaction to light. Artificial lenses were placed in the capsular bag in all cases. No sign of decentration was revealed. Elschnig pearls cluster at the capsular bag margin without transition to its central part were revealed in nine eyes. It was also noted that optically insignificant fibrosis for the posterior lens capsule was detected in three eyes within 1 to 4 years after surgery. No pt identifiers were provided for any of the participants. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause for the reported complaint. Not enough info was provided from the account for further investigation. Additional info has been requested. Citation: korkhov ea. Vestn oftalmol. Long-term results of binocular symmetric and asymmetric correction of aphakia using different multifocal intraocular lenses 2011 sep-oct; 127(5):54-6. (B)(4).